Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as it was not indicated what was the specific date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva ID 200 laser fiber was used in a procedure performed on an unknown date. Reportedly, the laser unit used was a lumenis pulse 120 console. According to the complainant, during the procedure, the nurse attempted to unplug and replug the laser fiber to the laser unit. Upon unplugging the fiber, she felt a burning sensation on her right index finger and thumb. Ice was initially applied on the nurse's fingers. Additionally, the nurse went to occupational health where silvadene ointment was applied and the nurse's finger was wrapped with gauzed and tape. The procedure was completed with a different fiber. There was no serious injury nor adverse patient effects reported as a result of this event. There were no patient complications. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Blocks b3, b5, e1, and e2 updated with additional information received on (B)(6) 2020. Block h6: problem code 1437 captures the reportable event of fiber connector overheats. Patient code 1757 captures the reportable event of user burn. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva ID 200 laser fiber was used in a cystoscopy and ureteroscopy with laser lithotripsy procedure performed on (B)(6) 2019. Reportedly, the laser unit used was a lumenis pulse 120 console. According to the complainant, during the procedure, the nurse attempted to unplug and replug the laser fiber to the laser unit. Upon unplugging the fiber, she felt a burning sensation on her right index finger and thumb. Ice was initially applied on the nurse's fingers. Additionally, the nurse went to occupational health where silvadene ointment was applied and the nurse's finger was wrapped with gauzed and tape. The procedure was completed with a different device. There was no serious injury nor adverse patient effects reported as a result of this event. There were no patient complications.